Manufacturer narrative:
(B)(4). Review of the device logs revealed an increased intraperitoneal volume (iipv). External & internal visual inspections revealed no problems. The assignable cause of the iipv found in the logs was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. The baxter's product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulties or the iipv found in the device logs. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 2. The patient's largest prescribed fill volume (lpfv) was 2500 ml and the drain volume was 4164 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse on (B)(6) 2010 to notify her of the overfill incident identified during evaluation of the hc device logs. The hp stated that she will look into that. The nurse stated that the hp did not have symptoms or draining issues around the time of this event, and added that hp was seen in the clinic the day before and he is doing "perfect". No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.